Event description:
Litigation papers allege: patient was implanted with a depuy asr hip on her left side on (B)(6), 2009. Patient has experienced significant discomfort, pain, stiffness and, upon information and belief, loosening of the hip, all of which results in difficult and painful mobility and ambulation. Patient will have to undergo revision surgery. (B)(6) 2011 plaintiff fact sheet received with part/lot information. This new information does not change the outcome of the investigation. (B)(6) 2012 - medical records were obtained. Medical records indicate corrosion and dor was reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.